Event description:
Information was received from a healthcare professional (hcp) and a patient via a manufacturer's representative regarding the patient receiving dilaudid (hydromorphone) at a concentration of 15mg/ml and dosage of 1mg/day and bupivacaine at a concentration of 10mg/ml and dosage of 0.66mg/day via an implantable infusion pump for unknown use. It was reported that the patient was in the clinic a few months ago and reported having increased pain and that they were getting relief from their self-administered boluses. Diagnostics included a catheter study performed at the clinic and the hcp was unable to aspirate. On (B)(6) 2025, the patient went to the operating room (or) for their planned catheter revision. Their implantable infusion pump was also scheduled to be replaced prophylactically due to elective replacement indicator (eri). The hcp removed the pump from the pocket and then attempted to aspirate from the catheter access port, but had no return of cerebral spinal fluid (csf). The pump was then removed, and while doing so, the catheter was broken when the hcp attempted to disconnect the pump connector. The hcp then removed the proximal segment of the catheter, and proceeded to cut the catheter on the distal/spinal segment side of the collet. After doing so, csf freely dripped from the catheter immediately. The hcp also directly aspirated from the spinal segment of the catheter with positive return of csf. The hcp then replaced the proximal segment and connected it to the existing spinal segment. The hcp attached the new pump with the new segment and aspirated from the catheter access port with positive return of csf. The patient's enteral dosing was reduced to prevent symptoms of overdose/toxicity. The previous dosing was of dilaudid was 3mg/day and the previous dosing of bupivacaine was 2mg/day, which have been adjust to the new dosing as listed above. Patient factors of note that may have led or contributed to the issue include that the pump sat near an abdominal fold, and that highly concentrated and concomitant drugs are used in the pump. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-dec-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.